Manufacturer narrative:
Unit alarmed button error due to moisture damage keypad traces. Unit received with no belt clip. No damage found on belt clip slot. No moisture damage found on electronics.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.